Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the ICU e2-21, this issue involved a (B)(6) female comatose pt (B)(6). The user was again unable to advance the swg properly through the needle and as a result both the needle and swg were removed as one from the pt's arterial radialis; however, during removal, the swg unraveled and part of the tip remained in the pt. The senior physician decided no surgical intervention was required. There was no reported delay, death, or complications to the pt. Pt is stable.